Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified liquid passed into a half day infusor during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between may 31, 2018 to june 1, 2018. H10: the device was received for evaluation. A functional leak test was performed which observed a leak coming out at the welded area of the volume indicator located inside the housing. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.